Manufacturer narrative:
One device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The guide wire broke while it was inside the patient. The surgeon was able to remove the broken components. The guide wire was replaced and the procedure was completed with no additional consequences to the patient.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually and microscopically. The complaint is unconfirmed. The tip was not separated. A kink was observed at the distal end. A search of the device history record and complaint database could not be performed as a lot number was not provided.